Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal heating element (heater wire) detached from jaws. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Specific actions for the reported and analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation on 14-may-2020 and an investigation was conducted on 14-may-2020. A photo was provided by the customer. A photographic investigation is conducted; the customer has written that the product was defective with the event date on the product box and the product's heater wire is observed to be bent as well as the insulation peeling on the hot jaw. A visual inspection was conducted on the returned product. Signs of clinical use were observed. No blood was observed on the jaw. The heater wire was observed to be completely flexed away from the hot jaw with detachment at the tip, but remained attached at the base of the hot jaw. The silicone insulation was observed to be peeled away from the tip of the hot jaw exposing the metal. No detachment of the silicone insulation was observed. No other visual defects were observed. Based on the return condition of the device, confirmed for the reported failure "material twisted/bent wire" and the analyzed failure "peeled; jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal heating element (heater wire) detached from jaws. The hospital did not report any patient effects.